Manufacturer narrative:
Exemption number: e2014018. Investigation: a visual inspection of the instrument, jaw and broken off upper jaw was performed. No hints for a manufacturing error or material failure was found. The instrument and the broken off part was forwarded to the manufacturing department for further investigation. Batch history record review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause until further notice from the manufacturing department (further analysis), we assume a usage related error. Rationale: the breaking of the jaw was most probably caused by clamping too much/too hard of tissue. The IFU points out, to avoid clamping strong, rigid or very thick tissue: excerpt from IFU: risk of injury to patient and/or damage to the instrument due to clamping of metallic objects and/or strong, rigid or very thick tissue! Do not grasp, seal or cut metallic objects such as clips or clamps. Do not grasp, seal or cut strong, rigid or very thick tissue such as bone or cartilage. No CAPA needed. If additional information is received a follow up report will be submitted.

Event description:
It was reported intraoperatively the jaw fell into the patient. During a surgical procedure it was reported the upper jaw of the instrument was loose and fell into the patient. The jaw was retrieved with no harm to the patient and no reported delay in surgery. It was noted that the user stated that nothing special was done that lead to the event. Additional information has been requested, however, not yet received.